Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported a patient implanted with a boston scientific device underwent a device replacement procedure due to an unspecified anomaly. Following the procedure the patient developed an infection and subsequently expired.